Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would unexpectedly turn off. Additionally, it was reported that the boluses were stopping before they were completed. The customer's blood glucose was 400 mg/dl and was addressed with manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.